Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they think the battery is going out on the recharger. The consumer stated that it seemed to be slow to charge and the recharger was working as they saw boxes but it seemed to be slow to charge. The consumer noted they had to charge every three days and was charging the night before the call and didn¿t think the device was charging fast enough. The consumer mentioned they never really had trouble with the device and now the recharger only goes to half. Troubleshooting reviewed to charge to full and to check recharge history with a healthcare provider. The indications for use were spinal pain and radicular pain syndrome (radiculopathies). No patient symptoms reported.